Manufacturer narrative:
Sample collection and centrifugation information have not been supplied to date. Per the customer, cmv-igg qc has been within the customer's established ranges. Specific qc data has not been supplied to date. Per the customer supplied documentation, a routine system check performed on (B)(6) 2011 passed within instrument specifications. Bec customer product line support (cpsl) testing of patient's sample indicate that sample was (B)(6) for cmv-igg. A clear root cause could not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bec) to report obtaining reproducible (B)(6) cytomegalovirus immunoglobulin g (cmv-igg) result for one (1) patient, generated by the access 2 immunoassay analyzer. The result was not reported out of the lab. Subsequent testing of the patient's sample on two alternate methodologies produced (B)(6) results. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. This report is related to MDR 2122870-2011-02139, where the same initial reporter reported to bec an erroneous (B)(6) cmv-igg, generated by the same access 2 immunoassay analyzer.